Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the visual inspection of the returned instrument shows that the hex tip has broken off. The break is oblique in that it is broken at the shaft to tip transition on one side and about half way up the hex tip on the opposite side. The break is jagged as it transitions around the part. Otherwise, the instrument is in good condition. This issue was addressed on several prior complaints and an internal corrective action has been opened to address this issue. (B)(4). This complaint is valid as dispositioned on prior complaints but corrective action to address it has already been implemented.

Event description:
It was reported that a chip of the driver broke off when the surgeon was tightening the locking screw. The chip was retrieved and discarded by the hospital. The surgeon used another driver and completed the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.